Event description:
The customer stated that a user was splashed in the left eye with architect consolidated chemistry calibrator while preparing an aliquot. The user was wearing safety glasses. The user flushed eye with saline and water. There was no other treatment. There was no further impact to patient management reported.

Manufacturer narrative:
The customer reported that during the preparation of aliquot for consolidated chemistry calibrator ln 04v15-01 lot 1200ue, some liquid was splashed in the operator¿s left eye. The investigation included review of product historical data, and product labeling. Review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or abnormal complaint activity. Labeling was reviewed and was found to adequately address the issue under review. The consolidated chemistry calibrator ln 04v15-01 lot 1200ue is performing as expected and no systemic issue or product deficiency was identified. Use error contributed to the complaint issue.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a user was splashed in the left eye with architect consolidated chemistry calibrator while preparing an aliquot. The user was wearing safety glasses. The user flushed eye with saline and water. There was no other treatment. There was no further impact to patient management reported.